Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: evaluation of (B)(6) identified a compromised driveline that could have contributed to the low speed events seen in the submitted log files. (B)(6) was returned with the driveline severed 0.5¿ from the pump housing, and three distal segments of driveline measuring approximately 2.5¿, 5.5¿ and 29.5¿ were returned. The sealed inflow conduit (inlet extension, flex section and inlet elbow) were not returned. The sealed outflow graft, bend relief and bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. Examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The driveline was severed 0.5¿ from the pump housing, and three distal segments of driveline measuring approximately 2.5¿, 5.5¿ and 29.5¿ were returned. The outer silicone sleeve was unremarkable. Upon removal of the silicone jacket, black discoloration was noted from 0¿-15¿ from the metal connector but was otherwise unremarkable. An electrical continuity test of the returned segments of driveline was conducted, and discontinuity was found on the brown and orange wires on the 5.5¿ segment. The remaining wires and the wires of the remaining segments were found to be electrically intact, even with manipulation of the driveline. No other wire-to-wire or wire-to-shield shorts were induced. The bionate was removed and revealed areas of shield breakdown adjacent and 2.5¿ from the metal connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed areas of breaches to the wire insulation on both the 29.5¿ and 5.5¿ driveline segments. The breach to the wire insulation on the 29.5¿ segment was to the red wire approximately 24.5¿ from the metal connector and the breaches to the 5.5¿ segment were to the orange and brown wires approximately 1¿ from the severed metal connector side. Visual and microscopic examination of the remaining wires of the 5.5¿ and 29.5¿ segments as well as the pump end and 2.5¿ segments of driveline revealed no damage/breaches to the wire insulation. Excluding the red wire, the remaining wires for 29.5¿ driveline segment were submerged in a saline solution for hipot testing to further verify each wires insulation. The test did not identify any additional breaches. The observed breaches to the brown, red and orange wires had the potential to result in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as a power module or mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline serial number 65923 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 12apr2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a red heart alarm sound during the power module connection. At the time of the event, the patient stated they were uncomfortable. The log file was reviewed which found several low speed events on (B)(6) 2021 with speeds as low as 1380 prm. All of which occurred while on the power module. This may be related to something that passed through the pump which caused low speeds and high powers, or this is a short to shield with the patient having low speeds on a grounded patient cable. The site suspected driveline fatigue and plan a pump exchange, which happened on (B)(6) 2021. X-rays were requested, however none were taken. It was noted that there was no special care planned and that the patient was recovering from surgery. No additional information was provided.